Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that soon after implant the patient had a atrial lead perforation resulting in chest pain and shortness of breath (sob.) It was also reported that as a result of the perforation, the patient required a chest tube. The atrial lead remains in use. No further patient complications have been reported as a result of this event.